Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked/chipped by the front left bottom corner, there was contamination found inside the plunger head and by the l bracket pole clamp, the battery door was cracked, and the bottom case was cracked by the l bracket. A review of the event history log (ehl) identified depleted battery. During the functional testing the reported issue was able to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the interconnect board and battery. Performed power up process.

Event description:
It was reported that the pump had a depleted battery. No patient injury was reported.